Manufacturer narrative:
Citation: maffeo d et al. Transfemoral transcatheter aortic valve replacement without contrast medium using medtronic corevalve system: a single centre experience. Journal of cardiovascular surgery. 2020. Doi: 10.23736/s0021-9509.20.11083-8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a feasibility study of transcatheter aortic valve replacement (tavr) procedures without contrast medium in patients with severe aortic valve stenosis and acute kidney disease. All data were collected from a single center between march 2017 and december 2017. The study population included 12 patients (predominantly female, mean age 83 years), 2 of which were implanted with medtronic evolut pro transcatheter valves (no serial numbers provided). Among all patients, adverse events included: permanent pacemaker implant due to atrioventricular block, mild aortic regurgitation, mild paravalvular leak. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.